Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 1.9/3.03. No treatment or actions were taken. The reporter declined product replacement and said he is going to compare the device against two labs.